Manufacturer narrative:
Evaluation summary: the closurefast catheter was received for evaluation. No ancillary devices, cine images or sonograms were received for evaluation. The catheter was examined. Sanguine material was observed on the catheter handle. A burnt/char mark was also noted on the heating element/coil. The burnt area is approximately 50 mm proximal from the distal tip. The burn mark extends up to 60 mm. Visual inspection under magnification revealed damage of the coil region. There is evidence of melted fep on the coil. The coil was deformed and had sanguine residue embedded in the fep. The area of fep melt includes a breach in the fep sleeve resulting in the coil being exposed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to treat patient using a closurefast catheter in the great saphenous vein. A rfg3 generator was used. IFU was followed. Two other catheters were attempted to be used previously but were found to be kinked. During treatment the catheter gave alerts of low temperature over multiple segments. Physician added external compression in order to maintain correct temperature to complete the cycles. Treatment was completed with third catheter and vein is reported to have closed. When the third catheter was removed from patient, char was noted on the heating coil. Heating coil is reported to have melted. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.